Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 472 mg/dl. The customer stated that the events leading to his admission was ketones. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. Reviewed the programming and found that the customer already changed the settings and had an incorrect amount of insulin for his fill cannula test. Ran a fixed prime test and the test passed. A tubing clamp was not available to perform the high pressure test at time of call. Found that the customer was not pinching his skin and was inserting his infusion set manually. Advised the customer that she does not need to pinch his skin when inserting manually. No further information was provided.